Manufacturer narrative:
Covidien reference#: (B)(4). Date of initial report: (B)(4) 2013. To date, the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during the procedure, red warning lights were observed. The surgeon continued to use the instrument and eventually a piece of the active waveguide disengaged and fell into the pt cavity. The piece was successfully retrieved with no pt harm. The surgeon opened another type of instrument to complete the procedure.